Manufacturer narrative:
Occupation - msn, bsn, rn, ccrn, director of critical care, cardiology services, cardiac & clinical decision unit & in-patient davita kidney care/ nursing administration additional initial reporter & occupation - (B)(6), an rn in the ICU. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred on the cardiosave intra-aortic balloon pump (iabp). The getinge representative explained that the customer needed to switch to the inner lumen of the catheter as an alternate arterial pressure (ap) source. They stated that they did not have a transducer set up. The patient arrived in the unit the day before with the inner lumen capped. The getinge representative explained that the inner lumen should have an arterial pressure bag set up and be maintained per the IFU. It was then explained that the iab was most likely clotted. They elected to aspirate the inner lumen without success. It was explained to them that they would need to leave it capped and label ¿do not use.¿ the getinge representative reviewed that the iabp would need an alternate pressure source to safely and appropriately time the pump. It was explained that without the fiber optic and the inner lumen as options, she would need to call the physician and request an alternate line (preferably radial) or suggest replacement of the iab. The customer called back at 11:04 pm requesting assistance with the connection of the newly placed radial line to the iabp. As the getinge representative walked them through troubleshooting, they realized they did not have the correct cord to be able to transduce. Once they connected the correct cord, they was able to zero and had appropriate numbers and waveform. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The sensor cable was returned cut in two parts. A kink was found on the catheter tubing approximately 60.2cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 5.8cm from iab tip. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the sensor failure. The inner lumen was found kinked confirming the difficulty to aspirate. We are unable to determine how the occlusion or when the fiber break may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).